Event description:
Information received indicates, the left intermediate siderail will not latch.

Manufacturer narrative:
The account found the bolts holding the siderail mounting bracket to the frame were loose. The account tightened the bolts to repair the bed.